Event description:
It was reported that during a pulsed field ablation procedure, there was an issue was the generator touch panel. Additionally, an unknown error was received. The system was rebooted which resolved the unknown error. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: psg100 product type: generator product event summary: the data files and the pscc100 catheter with lot number 0012274311 was returned and analyzed. Data files were analyzed, and an error message was observed on the data files on the day of the event. Visual inspection was carried out. The catheter appeared intact without any visible issues. However, the spiral array pebax tube appeared kinked and twisted at the proximal arm. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The slide control function operated as expected without any issues. Initial stiffness in the slide control function, likely due to dried blood, was encountered, yet it remained operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Electrical continuity tests did not reveal any anomalies. X-ray imaging revealed that the electrode wires were kinked. Dissection showed that the array pebax tube was kinked at proximal arm. The electrode wires were observed to be kinked at several locations along the length of the shaft. In conclusion, data files confirmed an error message was received, and the catheter failed the return product inspection due to the spiral array pebax appearing kinked at the proximal arm and the electrode wires appearing kinked at the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files had an updated analysis. The log files were reviewed and it was determined that the catheter was disconnected and reconnected several times over the course of a few minutes. The user encountered a catheter invalid error during one of the disconnect and reconnect sequences, but it was resolved with the next disconnect and reconnect. The catheter was disconnected and reconnected a few more times and then on one of the reconnects, a system error was encountered which corresponds with an unrecognized neat error code. The error code was received when the catheter information was requested and was included in the response. These were likely known anomalies which can occur when a catheter is connected slowly to the generator. In conclusion, data files confirmed the error messages were received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.